Event description:
It was reported that the device has a loose port where the foot switch pedal & key pad are inserted. There have been no interruptions in the breast biopsy. There have been no reported patient consequences.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.